Event description:
Study event. It was reported that one day post, an uneventful left internal carotid artery stenting procedure, the pt experienced a non-st elevation myocardial infarction. Info regarding pt treatment not provided. There is no add'l info available.

Manufacturer narrative:
The device was not returned, however, the lot # was provided. Review of the device history record for this lot is forthcoming. A supplemental report will be submitted with any relevant info.